Event description:
It was reported that during a starr procedure, the device did not staple but cut, it was sutured by hand. The surgeon could not find any staples in the situs. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient. The customer disposed of the device.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.